Event description:
It was reported that prior to the start of a da vinci-assisted colorectal surgical procedure, the customer contacted the technical support engineer (tse) to report that they experienced a message for universal surgical manipulator (usm) #2. The tse had the customer power cycle the patient side cart (psc) but the issue persisted. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 1162 error was found indicating "ac magnetic cannula sensor fault" on the usm "0x3" axis, confirming the fault occurred in the field. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the cannula axes controller spar connector (acsc) was further inspected and liquid intrusion was found and verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that .